Event description:
Attorney alleges that the patient underwent hernia repair surgery during which a composix kugel mesh was implanted. Over time, the composix kugel mesh allegedly degraded and adhered to the surrounding tissues and organs. On or about (B)(6) 2025, the patient noticed a bulge in her mid-abdominal region and right lower quadrant. On or about (B)(6) 2025, the patient underwent surgical intervention during which the composix kugel mesh was explanted due to small bowel adherence to the mesh and titanium tacks. During the procedure, approximately eight inches of the small intestine were resected, and the patient's appendix was removed. The attorney also alleges that the patient experienced personal injuries, bowel dysfunction, pain, emotional distress and suffering. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney also alleges that the patient had subsequent surgical intervention to remove the mesh; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-sep-2025) is considered to be the best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.